Event description:
It was reported the guide device had bone debris in the pin holes. It was reported, ¿¿the set had a ¿dirty¿ part in it. The dirty part was the anterior chamfer guide: (B)(4) talar chamfer cut guide. This guide had bone in the pin holes from the previous case. The bone in the anterior chamfer guide was not recognized until the instrument was in the sterile field. The surgeon recognized the bone in the guide as he attempted to slide the guide over the locating pins. Once he pointed out the issue to me we removed the guide had it cleaned and flash sterilized. This caused a delay in the case of approximately 30 minutes. Once the guide was clean and sterile the case the finished without further delay.¿

Manufacturer narrative:
Investigation completed 12/15/2016. Method: -DHR -trend analysis. Records from the kitting department determined that cadence instrument set cadresct-003 was initially built on february 24, 2016. The initial set build would have required pulling new instruments from finished goods inventory ((B)(4)) and having secondary inspection by quality control, ensuring that all parts were present and in proper condition. A query in complaint management system did not find other complaints associated with biologically contaminated instruments in a cadence total ankle system instrument set. The query was conducted by searching for the word ¿cadence¿. (B)(4). Based on review of the information provided by the complainant, integra is unable to confirm the complaint of a biologically contaminated talar chamfer cut guide (p/n 10203022) in a cadence total ankle instrument set. The complainant did not provide any objective evidence for this complaint and the serial number for the instrument set involved with this complaint could not be positively identified. The likely root cause is that the talar chamfer cut guide (p/n 10203022) was used in a prior surgery and the integra sales representative did not perform a field inspection before sending the set to the complainant. In addition, the complainant did not fully inspect the instruments prior to delivering them to the hospital.